Manufacturer narrative:
Device analysis for ins (B)(4) revealed no significant anomaly. The ins battery was at normal end of life. Telemetry and output were okay. (B)(4).

Manufacturer narrative:
Information references: the main component of the system and other applicable components are: product ID: neu_wrench_acc, lot# serial# unknown, product type: accessory. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The health care provider (hcp) reported via the company representative (rep) that premature implantable neurostimulator (ins) battery depletion occurred. End of service (eos) was reached about one year after implantation. The ins was implanted in 2015. Troubleshooting was performed, reprogramming. The voltage used was >5v. Other parameters were unable to be obtained. Therapy impedances were also unable to be obtained. The ins was replaced. The issue was resolved at the time of this report. No symptoms were reported. The patient was okay and therapy was effective.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.